Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported on (B)(6) 2018 that during the patient's in- patient hospital stay in (B)(6) 2017 for a distended abdomen, the patient was also found to have candida peritonitis and candida on the percutaneous lead (driveline). The patient ultimately recovered over several months and was treated with total parenteral nutrition (tpn) and eventually transitioned into an oral diet. During the course of the patient¿s stay, the patient had poor wound healing and required wound vac''s. Ultimately the wound healed and would vacs were discontinued. No additional information was provided.

Manufacturer narrative:
Additional information: the specific cause for the reported event could not be determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2018 patient was afebrile, but has a low map to 50s and several possible sources of infection including driveline or possible upper respiratory infection. Chest x-ray on (B)(6) 2018 shows no acute infection. Wet dry dressings healing well per last visit with CT surgery. Account will continue to monitor lab and consult wound care nurse as needed.